Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on july 12, 2021, mentor became aware that the health effect - clinical code (h6) for pain was erroneously omitted from the initial report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: animation deformity/paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast reconstruction with 685cc mentor memoryshape breast implant experienced right sided rupture, right sided granuloma, and bilateral paresthesia post procedure. Right sided granuloma was confirmed through pathology. There was a loss of sensation in the breasts bilaterally. The patient was also experiencing pain and an animation deformity bilaterally. As a result, explant without replacement was performed on (B)(6) 2021. See 1645337-2021-02679 for contralateral prosthesis report.